Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "during the cvc insertion, the on-duty doctor observed a failure in the introduction of the guide wire and had to use another device". Additional information received states that "there were 4 insertion attempts, with the 4th one being the only successful one". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #9680794-2024-00724, 9680794-2024-00726.

Event description:
It was reported that "during the cvc insertion, the on-duty doctor observed a failure in the introduction of the guide wire and had to use another device". Additional information received states that "there were 4 insertion attempts, with the 4th one being the only successful one". No patient harm or injury. The patient status is reported as "fine". See associated mdrs #9680794-2024-00724, 9680794-2024-00726.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.